Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device failed to charge to selected energy levels. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll field representative went onsite for evaluation of the device. The device was subjected to defib and function testing without duplicating the report. The device was recertified. Review of the device activity logs did confirm the reported charge error along with low battery and shut down warning messages. It could not be confirmed if the charge error was due to the low battery condition as the device and battery were not returned for evaluation. As a result, the battery was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.